Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 120 units of insulin during the load sequence with multiple cartridges. Reportedly, customer continued to use existing pump for insulin therapy. Customer¿s blood glucose level was 145 mg/dl.